Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited elevated thresholds. The lead was repositioned on (B)(6) 2020. Patient asymptomatic and stable.

Event description:
New information notes that the lead also exhibited low pacing impedance.

Event description:
New information notes that the right ventricular lead had failed to capture. Patient also exhibited diaphragmatic stimulation. R-waves and pacing values had both dropped. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.